Manufacturer narrative:
The investigation for the positioning issues has been completed. . The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient movement. Complaint device not returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and while on support, the patient walked and the pump became out of position. The impella was in the aorta and the staff was unable to reposition. The impella was explanted and the procedural outcome was the patient survived surgery.